Event description:
No adverse events have been reported by company - 1) (B)(6) health (B)(6) 5336sb had 5 units in a row not work at all 2) (B)(6) - 5232s - device kinked back and was stapled on - patient went home with partial device in patient 3) (B)(6) hospital (B)(6) - 5232s - device was sutured to patient 4) (B)(6) clinic - (B)(6) - 5232s was stapled into patient and needed to be surgically removed. Adverse events have not been reported by company at all - only events have been reported by facilities. Pt: 2687. Device: 3023, 2981, 1670, 2017. Reference reports: mw5187578, mw5187579, mw5187580, mw5187581, mw5187582, mw5187583, mw5187584.